Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. No trauma or accident is reported. The issue was not reported or noticed as the user is bilaterally implanted. No swelling or redness at implant site. Reimplantation is considered.

Event description:
The user's hearing performance is affected. No trauma or accident is reported. The issue was not reported or noticed as the user is bilaterally implanted. No swelling or redness at implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.